Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was unknown. The insulin pump had sensor signal not found alarm. The customer stated that after looking at the sensor the sensor was not intact. Customer reported that the sensor was fractured while in the body. Customer was unsure if the sensor was still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The troubleshooting was performed. The customer was advised to refer to healthcare professional for instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula retracted inside sensor base. No broken or missing parts. See attached image for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Inspected insertion needle for burrs or hooks, bends, and dull needle tip defects and found none. Insertion needle passed per specifications.